Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said their prior ins did not last like they were told it would and they decided to replace it. The patient said they had used a setting of 4. Something. It was reported that the healthcare provider (hcp) couldn't tell if the battery was dead, all they could tell the patient was, it was on it's last legs, they did not find out until they replace it, that it was dead. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient (pt). The reason for call was patient reported their first implant battery "died a fair amount before anyone expected it to". Patient stated all they remember was that when they had it checked at one point they were told the "battery was on it's last leg or the device had stopped". Pt also reported the implant was not working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient¿reported they never saw a dramatic reduction in symptoms. They saw the 'low neurostimulator battery' and 'poor communication' screens on their programmer 5 or 6 days ago. Additional information received from the patient on (B)(6) 2021. The patient called back reporting they believe the ins is dead now and it did not last as long as they expected. Reviewed that longevity varies and depends on device settings and use. Patient's symptoms change from week to week. The are working with a new managing physician who has been attempting to contact field staff to schedule battery replacement but has not heard back from anyone. The patient called the healthcare provider (hcp) and was told they can't check the battery level. No further complications were reported.